Event description:
Reporter indicated that vns pt had passed away. Treating neurologist indicated that the cause of death was respiratory problems. Three days prior to death, the pt underwent generator replacement surgery due to end of service. It was reported that the pt experienced a >25% reduction in seizures with the vns therapy and that pt was receiving therapy at the time of death. The pt had reportedly experienced an increase in seizure activity in the month prior to generator replacement surgery. Treating neurologist indicated that the pt had pneumonia at the time of death and that pt had a history of repeated pneumonias with respiratory compromise. The pt's family reportedly chose not to treat or to resuscitate. Reference previous medwatch report 1644487-2004-00803 for respiratory problems. Intraoperative device diagnostic testing at time of generator replacement surgery was within normal limits, indicating proper device function. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the vns therapy system caused or contributed to the reported event.